Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shock and anti-tachycardia pacing (atp) therapy. The health care professional (hcp) reprogrammed device sensitivity. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.